Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the cystic duct and artery had been clipped and separated. One of the clips on the artery had dislodged. It is unknown if the clip was formed properly. For more security on the cystic artery, the surgeon wanted to apply a clip to the artery stump. The surgeon went to apply the clip over an already formed clip. The instrument was applied and there was a crack. The jaws had clamped on the existing clip on the artery and they could not get the instrument to open. The handle lost any ability to open. The surgeon got a new device and placed a clip proximal to the area of concern and cut out the existing clip and the device. There was no tissue damage. No patient impact. The device will not be returned.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.